Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode array into the external ear canal. The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.